Event description:
The manufacturer received information alleging a ventilator was non-functional, and alarming for a high priority alarm. There was no harm or injury reported. The device was found to be infested with insects and was unable to be evaluated. The device was returned to the customer unrepaired per the manufacturer's protocol.